Event description:
It was reported that during the use of the device for a non-clinical activity, the field service representative (fsr) found the battery charge indicator lit. The fsr disconnected the alternating current (a/c) power while the system was running to verify battery backup. The battery module immediately shut down, as did the monitors and roller pumps. There was no patient involvement.

Manufacturer narrative:
Additional information per the fsr, while performing the scheduled pm inspections of the three loaner centrifugal pumps this afternoon, he performed an a/c disconnect test on the system 8000 unit in operating rooms 7 and 9, to verify the battery backup function. This unit immediately shutdown, indicating dead batteries within the perfusion system base. Since the centrifugal pumps each contain a backup battery of their own, they would continue running in the event of an a/c power failure. However, the cardioplegia (cpg) and other designated vent/sucker pump would immediately shutdown and require hand cranking by the perfusionist (ccp). Additionally, the temperature, blood pressure, and cpg volume monitors would also immediately shutdown due to the dead batteries. The fsr noted that the battery charging indicators were lit on both perfusion system bases, which would indicate that the batteries are receiving charging current. These batteries are supposed to be replaced every two years, and they were due for replacement in (B)(4) 2014. If they have not been replaced, they are incapable of storing a charge at this time, and should be replaced immediately by the customer's other maintenance provider. The manufacturer's fsr notified the chief perfusionist of the user facility regarding this issue.